Manufacturer narrative:
Intuitive surgical inc. (Isi) received the force bipolar instrument associated with this complaint. During the visual inspection, the instrument was found to have a loose grip cable at the distal end. A loose grip cable at the distal end is often caused by something else in the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and during the visual inspection, the grip cable was found to be broken at the proximal end. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The probable root cause is attributed to damage to the cable during use or during reprocessing. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A device history record (DHR) review has been completed and no non-conformances were identified to be related to this complaint.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument became stuck on uterine tissue. The instrument was noted to be broken at the wrist. The immediate release key (irk) was used to try and release the instrument's jaws but was unsuccessful. A monopolar curved scissor (mcs) instrument was utilized to cut away uterine tissue that was trapped between the jaws of the force bipolar instrument. The force bipolar instrument was stuck at a 90-degree angle and was unable to be removed through the trocar. Another instrument was used to manually straighten the tip of the force bipolar instrument, allowing the instrument to be removed through the trocar. The procedure was completed robotically.